Manufacturer narrative:
The reported emergency battery error alarm was confirmed via a review of the patient file. The root cause was determined to be a malfunction of the emergency battery as it had an unrecoverable permanent fault. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver exhibited an emergency battery error alarm.